Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redn2999 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported by the ICU nurse that she tried to pass the catheter in the patient, and during the procedure, when withdrawing the guide-wire it came out frayed.

Event description:
It was reported by the ICU nurse that she tried to pass the catheter in the patient, and during the procedure, when withdrawing the guide-wire it came out frayed.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a frayed stylet is confirmed but the exact cause could not be determined from the photo sample provided. One photo sample of a powerpicc catheter was provided for evaluation. The sample is contained within a plastic bag. A product label sticker is present with lot: redn2999. The stiffening stylet is present within the packaging and appears to be unraveled and elongated. The condition of the stylet could not be clearly examined from the photo sample provided. Based on the description of the reported event, possible contributing factors include advancement or retraction against resistance and insufficient retraction of the stylet when trimming the catheter. Since the stylet was observed to be damaged, the complaint is confirmed; however, the exact cause or factors contributing to the event remain unknown. A lot history review (lhr) of redn2999 showed one other similar product complaint(s) from this lot number.